Event description:
On january 2nd, the user contacted dario to report high blood glucose (bg) readings. The user reported that her dario meter showed her high bg readings and an error message saying she needs to contact her physician twice. Due to these high readings, the user's doctor advised the user to inject several units of quick acting insulin. Following the above, the user started to get very shaky. The user's husband measured his wife's bg reading with a non-dario meter and received a reading of 92 mg/dl. The user took two extra readings with her dario meter and they both were over 500 mg/dl. The user opened a new cartridge of dario's strips to test and received a bg reading of 89 mg/dl. While on the phone with dario's representative, the user stated that she takes 75 units of long acting insulin and 25 units of quick acting insulin on a daily basis. The user stated that she is using the dario meter for about a year and there were no other issues rather than this one. The user reported that the strips cartridge was not closing correctly and has noticed that the strips have turned to an angle and bended. Dario's user guide states in the section "storage and handling": "after pulling out the test strip from its cartridge, seal the cap of the cartridge tightly to protect test strips". Dario's user guide also states in the section "test strip precautions": "do not bend, cut, or alter the test strips". Since the issue was solved with a new cartridge of test strips, the high bg readings were not due to a meter issue, and may have been due to the misuse of strips. There is not enough information regarding the old strips to investigate. No resolution is available.